Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a code 1007 which is indicative of capacitor charge time has exceeded the limit. It was questioned whether the patient had undergone a magnetic resonance imaging (MRI) or received a shock, in which the patient had not. The patient heard a clicking crunchy sound coming from her chest or device. The sound stopped for about 15 seconds, resumed once again and then the patient heard her device beep. The health care professional (hcp) confirmed the sounds the patient heard as they were on the phone with the patient. Ultimately, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged.

Event description:
It was reported that this pacemaker exhibited a code 1007 which is indicative of capacitor charge time has exceeded the limit. It was questioned whether the patient had undergone a magnetic resonance imaging (MRI) or received a shock, in which the patient had not. The patient heard a clicking crunchy sound coming from her chest or device. The sound stopped for about 15 seconds, resumed once again and then the patient heard her device beep. The health care professional (hcp) confirmed the sounds the patient heard as they were on the phone with the patient. Ultimately, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.